Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the complaint was identified in a study. We are unaware of the product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6). Bosker, b.h., ettema, h.b., vanrossum, m., boomsma, m.f., kollen, b.j., maas, m., verheyen, c.c.p.m.(2014) psuedotumor formation and serum ions after large head metal-on-metal stemmed dtotal hip replacement. Risk factors, time course and revisions in 706 hips. Arch orthop trauma surg.

Event description:
Information was received based on review of a journal article titled, "pseudotumor formation and serum ions after large head metal-on-metal stemmed total hip replacement. This article identified ninety (90) patients post tha had clicking sensations with no presence of pseudotumors. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This reporting is being submitted late as the event was identified through complaint remediation efforts. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information has been made available at the time of this reporting.